Event description:
After being used to trent a patient for about 12 hours, the operator of the model 3100a reported the operator was unable to 'center" the piston according to the centering display. The patient was eventually placed on another 3100a without any compromise.